Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: additional information block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) has been updated based on the additional information received on october 21, 2024. Block a4 (weight and unit of measure - weight) has been updated based on the additional information received on november 8, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach to treat gastric stromal tumors during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was used to closed the wound and after closing the clip, it would not release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) has been updated based on the additional information received on october 21, 2024. Block a4 (weight and unit of measure - weight) has been updated based on the additional information received on november 8, 2024. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, no clip assembly was returned, and the device was fully deployed. The investigation results did not detect any problems related to reported even; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach to treat gastric stromal tumors during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was used to closed the wound and after closing the clip, it would not release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach to treat gastric stromal tumors during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was used to closed the wound and after closing the clip, it would not release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.